Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and suffered a heart block av which required a temporary pacemaker and admission to the intensive care unit (ICU). During the ablation of a cavotricuspid ishmus (cti), the patient developed an av block grade 3, and the patient required a temporary pacemaker. The ablation was performed with qdot micro catheter at 50w and terminated after 16 seconds when there was no av conduction. Median force during the ablation was an average of 3g, min 1g, and max. 10g. The temperature was min. 31c and max. 46c. The flow rate of the catheter was at low flow 2ml/min, high-rate min 4 ml/min, max 15ml/min. The physician used the bullseye for temperature monitoring during ablation, the force was monitored with the real-time graph viewer, and the force vector and the readings dashboard. The patient required a temporary pacemaker and was admitted to the ICU. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on 25-sep-2025.the event date was 27-aug-2025. The physician suspects that patient had an underlying problem with the av node, which was hidden by the atrial fibrillation. After the veins were isolated, av node did not conduct properly when ablation in the right atrium (ra) was performed. Ablation in the cavotricuspid ishmus (cti) was not near the his (his was mapped prior to ablation) but still conduction stopped, and no idiopathic rhythm occurred. The patient required a pacemaker implantation which was performed without complications and patient recovered well from this procedure. Due to the pacemaker implantation extended hospital stay was required. Therefore, added the b3. Date of event. In addition, the product information for the generator which was initially reported as unk_ngen rf generator was provided. Also, provided concomitant product of ngen pump, EU configuration. Therefore, updated the d10. Concomitant medical products and therapy dates section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).